Event description:
Customer returned the device for evaluation and repair of a stent and pin observed to be stuck in the working channel during an unknown procedure. There was no harm or adverse impact to the patient, procedure, or the operator due to this event. Upon evaluation of the returned device, it was observed that there was presence of foreign material in the working channel that could not be removed even with the correct reprocessing steps. This medwatch is being submitted for the presence of foreign material in the working channel that could not be removed, as observed during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that there was presence of foreign material in the working channel that could not be removed even with the correct reprocessing steps. Other observations for the device are: due to clogging of working channel, suction volume does not meet the standard value; scope cover (s-cover) has a crack; due to damage on ultrasonic probe, displayed ultrasound image is defective with missing elements; acoustic lens is damaged; and distal end rubber coating (a-rubber) has wear. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.